Manufacturer narrative:
Updated: b5, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the customers¿ allegation was confirmed. The foreign material could not be analyzed as the substance was not available for sampling. Based on the results of the investigation, the most probable cause of the reported malfunction is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the root cause of the reported issue could not be determined/identified. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Event description:
It was reported the uretero-reno videoscope experienced blocked channel. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.